Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. The patient was hospitalized for hyperglycemia. The blood glucose results were not provided. The patient was treated with insulin pens at the hospital. At the time of the report, the patient was still hospitalized.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Manufacturer narrative:
Shipment of complaint material from russia suspended indefinitely.

Manufacturer narrative:
Correction: section e initial reporter address information was updated.